Event description:
The bed siderail on the above stated product wasn't locked in the upright position. When the child grabbed the siderail, it fell to the lowest position causing the child to fall three feet on his head. There should be safety features on your product that would allow the siderail to cath in the next low position without falling all the way to the level of the mattress. Your attention to this problem would be greatly appreciated. Attached is a copy of letter sent to hard manufacturing company and their response. Also, on 9/23/92, hard manufacturing company recommended we place the locking ring 6" to 8" above mattress. Our safety committee is still not pleased with the recommended repair from harding manufacturing companydevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: design - inadequate, design - human factors. Conclusion: device failure occurred and was related to event, intermittent failure directly caused event, intermittent failure directly contributed to event, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, device use continued with restrictions/limitations, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.